Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to unsmooth manipulation with the guidewire and a new lead was placed. No adverse patient effects were reported.